Event description:
International affiliate reports that patient complained of pain four months following hernia repair. Patient was taken to the or for laparoscopic evaluation and the omentum was found adhered to the mesh. The surgeon then freed the omentum from the mesh.